Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion with rhbmp-2/acs. It was reported that after surgery the patient had swelling of the neck and throat issues resulting in compression of the airway, respiratory failure requiring intubation and tracheostomy, ventilator support with associated pneumonia, dysphasia requiring peg tube placement, neurogenic bowel and bladder dysfunction, heterotopic ossification posterior to the cages and abutting the dural sac; spinal cord compression, spinal cord edema and swelling, inflammation and scarring, injury to the spinal cord and quadriplegia.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Patient underwent anterior cervical discectomy with removal of osteophytes at c4-5, c5-6, c6-7; anterior cervical fusion with peek ca ges, rh-bmp/2 and locally harvest autograft at the same levels; anterior instrumentation c4,5,6,7 to treat cervical myelopathy and enlarged disc herniation at c4-5, 5-6, 6-7. Patient underwent placement of a cvp due to cervical stenosis and hypotension one day post-op. Additional problems reported paraplegia, cervical disc disorder with radiculopathy, cervical cord compression, scleroderma. A 3/2- co2 retention, atrial fibrillation/flutter were reported. A 3/3- echocardiogram showed mild left ventricular systolic function, mild mitral regurgitation, mild tricuspid regurgitation, aortic valve leaflets appeared mildly sclerotic. On (B)(6) 2010 patient underwent a chest tube insertion due to respiratory failure and inanition. On (B)(6) 2010 patient had spine fracture with immobility syndrome in the ICU. Underwent bedside inferior vena cava filter, including catheter in inferior vena cava. (B)(6) patient discharged with cervical cord compression with myelopathy, respiratory failure, cervical cord syndrome, scleroderma, lower extremity paraplegia, upper extremity paraparesis, atrial fibrillation/flutter, second degree av block, hypertension, hyperlipide mia, diabetes mellitus, coronary artery disease. On (B)(6) 2011, follow up with doctor found: osteomyelitis, quadriplegia and e. Coli. The onset of the osteomyelitis (on treatment) has been gradual (the osteomyelitis was first identified in april of 2010. The CT scan at that time showed that he did have an osteomyelitis of his sacral area. Also had a decubitus ulcer with cellulitis. As a large ulcer at that time. A biopsy was not done at that time. He has been off and on n and oral antibiotics. This decubitus ulcer has closed some. However, there is a tract which tracks all the way from the surface of the ulcer down to the sacral area. He does have a wound vac on at this time. He has not been in the hyperbaric chamber. Says he doesn't really think he wants to go the hyperbaric chamber.) And has been occurring in an increasing pattern for 10 months. The course has been worsening. The osteomyelitis (on treatment) is described as moderate to severe. The disease is described as being located in the back (sacral area) and spine. Medications have included antibiotics. The onset of the quadriplegic has been sudden (this started back in (B)(6) 2010 following a decompression of his c-spine for spinal stenosis. He is paralyzed basically from his lower c-spine down. He has some movement of his hands. His left hand is pretty strong his right arm and right hand are fairly weak.) And has been occurring in a persistent pattern for 10 months. The course has been constant (he is totally bedridden. He has problems coughing because of his quadriplegia. He is developing some abdominal muscle weakness. He does have a tracheostomy and the cost of this.). The quadriplegic is on the right more than the left. The quadriplegic first occurred more than (B)(6). The symptoms have been associated with fasciculations, muscle atrophy, muscle cramps, numbness and urinary bladder dysfunction. He had escherichia coli in his sacral area at this time. It was a multi-drug-resistant escherichia coli. He had this same organism and his blood back in (B)(6) 2010.

Event description:
On (B)(6) 2014 the patient presented for follow up. Exam found marked quadriplegia persists; impression: diabetes; coronary artery disease; cervical cord compression with myelopathy; co2 retention.

Manufacturer narrative:
Image review (B)(6) 2015 cervical CT axial views show advanced degenerative changes and anterior osteophytes. Plate and screws extend from c4 to c7, with cornerstone spacers at c4/5, c5/6 and c6/7. The fusion appears solid. Some posterior osteophytes are noted extending back into the canal at all three levels.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012: patient presented with buttock wound and underwent selective debridement of sacral decubitus wound. No complications reported. On (B)(6) 2012: patient presented for follow up with sacral wound and underwent excisional debridement of sacral decubitus wound. No complications reported. On (B)(6) 2012, (B)(6) 2013: patient presented for follow up with sacral wound and underwent selective debridement of sacral wound. No complications reported. On (B)(6) 2012: patient presented for follow up with buttock ulcer and underwent selective debridement of sacral decubitus wound. No complications reported. On (B)(6) 2012: patient presented for follow up with buttock ulcer and underwent excisional debridement of sacral decubitus wound. No complications reported. On (B)(6) 2013: patient presented for follow up with sacral wound and underwent excisional debridement of left lateral ankle wound. No complications reported. On (B)(6) 2013: patient presented for follow up with sacral wound. On (B)(6) 2014: the patient presented for follow up. Exam found marked quadriplegia persists. On (B)(6) 2015: patient presented for follow up. Sacral wound was reported. On (B)(6) 2015: patient presented for follow up. On (B)(6) 2015: patient presented for follow up. On (B)(6) 2013: the patient underwent excisional debridement of left lateral ankle wound and selective debridement of sacral decubitus wound. No complications reported. On (B)(6) 2013: the patient presented for follow up with sacral pressure ulcer, left lateral ankle ulcer and underwent excisional debridement of sacral and left lateral ankle wound. No complications reported. On (B)(6) 2013: the patient presented for follow up with sacral wound and underwent selective debridement of sacral and left lateral ankle wound. No complications reported. On (B)(6) 2013: the patient presented for follow up with sacral wound and underwent selective debridement of sacral and left lateral ankle wound. No complications reported. On (B)(6) 2013: the patient presented for follow up with sacral wound and underwent selective debridement of sacral wound. No complications reported. On (B)(6) 2013: patient presented for follow up with sacral wound and underwent selective debridement of sacral decubitus wound. No complications reported. On (B)(6) 2013: patient presented for follow up with buttock wound and underwent selective debridement of sacral wound. No complications reported. On (B)(6) 2013: patient presented for follow up with buttock ulcer and underwent selective debridement of sacral wound. No complications reported. On (B)(6) 2013: patient presented for follow up with buttock wound and underwent selective debridement of sacral decubitus wound. No com plications reported. On (B)(6) 2013: patient underwent selective debridement of sacral decubitus wound. No complications reported. On (B)(6) 2014: the patient presented for a follow up with wound and underwent selective debridement of sacral decubitus wound. No complications reported. On (B)(6) 2015: the patient presented for a follow up with wound and underwent selective debridement of sacral decubitus wound. No complications reported. On (B)(6) 2015: the patient presented for a follow up with wound and underwent excisional debridement of sacral decubitus wound. No complications reported. On (B)(6) 2015: the patient presented for a follow up with wound and underwent selective debridement of sacral decubitus wound. No complications reported.

Event description:
It was reported that on (B)(6) 2004: the patient presented for follow up with dry cough. Diagnosis: bronchitis, aodm under moderate control, htn under moderate control. On (B)(6) 2004: the patient presented with 2 skin tags under his r axilla, prepped and draped in a sterile fashion. One % lidocaine local, hyphercator used to remove both lesions without difficulty. Diagnosis: bronchitis, aodm under only moderate control, htn under moderate control, removal of 2 skin tags under r axilla, renal insufficiency. Medication: isoptin 30 mg, caduet, lisinopril hctz, glucophage. On (B)(6) 2005: the patient presented with a skin tag under l axilla, prepped an draped in a sterile fashion. One % lidocaine, local hyphercator used to remove lesion. Medication: isoptin 30 mg, lipitor, lisinopril hctz, acots. Diagnosis: bronchitis, aodm under only moderated control, htn under moderate control, removal of skin tag under l axilla, renal insufficiency. On (B)(6) 2005: the patient presented for follow up. Medication: patient has stopped taking actos. Diagnosis: acute coronary syndrome, atypical chest pain syndrome, pe, sepsis, aaa. On (B)(6) 2005: hyzaar added to medication. On (B)(6) 2005: the patient presented with bs running high. Amaryl 4 mg added to medication on (B)(6) 2005. Humulin n, hymilin r added to medication on (B)(6) 2005. On (B)(6) 2005: the patient presented for follow up. Novolog mix added to medication. On (B)(6) 2006: the patient presented with right sided pain. Assessments: myalgia/myositis. Impression: muscular back pain. Medications: lortab 7.5 7.5-500 mg tabs added to medication. On (B)(6) 2006: the patient presented with elevated check blood sugar. Assessment: chronic kidney disease- stage 2, screening for malignancy, prostate. Medications: glipizide 10 mg added. On (B)(6) 2006: zestoretic 20-25 mg added to medication. On (B)(6) 2006: humalog mix 75/25 75-25%, norvasc 10 mg tabs, isosorbide dinitrate 20 mg tabs added to medication. On (B)(6) 2006: the patient presented with q-tip in right ear. On (B)(6) 2006: the patient presented for follow up visit. Assessment: assessed arthritis as improved. On (B)(6) 2006: the patient presented with earache. Medication: vosol-hc 2-1% soln, prednisone 20 mg tabs, vicodin 5-500 mg tab added. On (B)(6) 2007: the patient presented for follow up visit. Assessment: assessed diabetes mellitus- type ii as deteriorated. On (B)(6) 2007: the patient presented with edema of right foot. Assessment: assessed edema: echo as new. Medication: felodipine 10 mg tb24 added. On (B)(6) 2007: the patient presented for follow up. Medications: atenolol 25 mg tab added. On (B)(6) 2007: furosemide added to medications. On (B)(6) 2007: carvedilo 25 mg, novalog mix 70/30 added to medication. On (B)(6) 2007: the patient presented for bp/blood sugar check, cough. On (B)(6) 2008: the patient presented for follow up for bp/diabetes. Hycotuss expectorant 5-100 mg/5ml added to medication. On (B)(6) 2008: the patient presented for follow up for bp/diabetes. Assessment: assessed vertigo: defers on w/u (B)(6). Medications: an tivert 25 mg tabs added to medication. On (B)(6) 2008: the patient presented for follow up for bp/diabetes. Assessment: assessed vertigo: defers on w/u (B)(6) as improved. On (B)(6) 2008: the patient presented for follow up for bp/diabetes, back pain and rest less legs. Medication: klonopin 1 mg tabs added to medication. On (B)(6) 2008: the patient presented for follow up for bp/diabetics. On (B)(6) 2009: the patient presented for follow up for diabetes and bp check. Medications: micardis 80 mg tabs added. On (B)(6) 2009: the patient presented for follow up for diabetes and bp check, dizziness, pain in neck and radiates down right arm to elbow. Assessment: cervical radiculopathy, right. Medications: tramadol-acetaminophen added. On (B)(6) 2009: the patient presented for office visit. Mirapex 0.25 mg tabs, percocet 5-325 mg tabs, quinine tablets added to medication. On (B)(6) 2009: the patient presented for ER follow up for bp check. On (B)(6) 2010: the patient presented with pain in right neck and shoulder. On (B)(6) 2010: the patient presented for hospital follow up. Zithromax 250 mg cap, alprazolam 0.5 mg tabs added to medication. Assessment: assessed quadriplegia; assessed respiratory failure with trach; assessed decubitus ulcer, sacrum: full thickness/wound vac on (B)(6) 2010. On (B)(6) 2010: the patient presented for bp and diabetes check. It was reported that the patient still experiencing neuropathic pain. Nph-reg human 70/30, (B)(4) added to medication. On (B)(6) 2010: oxycodone ir 5mg, lisinopril 5 mg, gabapentin 400 mg oral, eszopicolone 1mg oral tablet, ertapenem in ns 1g in sodium chloride 0.9% 50ml medications discontinued because the therapy is completed. Dicyclomine 10 mg added to medication. On (B)(6) 2010: the patient presented with f/u of quadriplegia, dm, chronic pain, lot of neuropathic problems including pain and spasms. On (B)(6) 2010: the patient presented for routine f/u. On (B)(6) 2010: the patient presented for f/u. Medications: baclofen 10 mg, alprazolam 1mg, trimethoprim-sulfamethoxazole, mupirocin 2%. On (B)(6) 2011: the patient presented for f/u. Medication: alprazolam, sucralfate. On (B)(6) 2011: the patient presented for f/u. Medication: amozicillin-clavulanate875-125 mg. On (B)(6) 2011: the patient presented for f/u. Impression: quadriplegia, c5-c7, complete; central neuropathic pain syndrome; cervical disc disorder radiculopathy; diabets; coronary artery disease; pressure ulcer. On (B)(6) 2011: the patient presented for f/u. Medications: lisinopril 20 mg oral tablet, methylprednisolone 80 mg/ml injection suspension. Impression: diabetes; quadriplegia, c5-c7, complete; central neuropathic pain syndrome; cervical disc disorder with radiculopathy; pressure ulcer, stage iii. On (B)(6) 2011: the patient presented for follow up visit. Impression: diabetes, quadriplegia, c5-c7, central neuropathic pain syndrome, coronary artery pain s/p ptca of the rca. On (B)(6) 2011: the patient presented for follow up visit. Impression: hyper tension; quadriplegia, c5-c7; syncope. On (B)(6) 2011: the patient presented for follow up visit. Medication: furosemide. Impression: dm w/o complication type ii; urinary tract infection; quadriplegia, c5-c7; central neuropathic pain syndrome. On (B)(6) 2012: the patient presented for follow up visit. Impression: diabetes mellitus; quadriplegia, c5-c7; hypertension. On (B)(6) 2012: the patient presented for follow up visit. Impression: diabetes mellitus, heart block av second degree; quadriplegia, c5-c7; chronic diastolic heart failure. On (B)(6) 2012: the patient presented for follow up visit. Impression: diabetes mellitus, syncope, central neuropathic pain syndrome, trachestomy in place, chronic diastolic heart failure. On (B)(6) 2012: the patient presented for follow up visit. Impression: diabetes mellitus, heart block av second degree; quadriplegia, c5-c7; coronary artery disease s/p ptca of the rca; co2 retention, tracheostomy in place, chronic diastolic heart failure, htn. On (B)(6) 2013: the patient presented for follow up visit. Impression: diabetes mellitus; quadriplegia, c5-c7; anemia; heart block av second degree; coronary artery disease s/p ptca of the rca; cervica; cord compression with myelopathy; tracheostomy in place. On (B)(6) 2013: the patient presented for follow up visit. Impression: diabetes mellitus; heart block av second degree; prostate cancer screening; quadriplegia, c5-c7; coronary artery disease s/p ptca of the rca. On (B)(6) 2014: the patient presented for follow up visit. Impression: diabetes mellitus; heart block av second degree; coronary artery disease s/p ptca of the rca; co2 retention; wenckebach block; hypertension; hypercholesteremia; neurogenic bowel.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014- the patient was presented to the emergency department via ems personnel. Per ems (pt. Was not feeling well and when ems arrived he was having agonal respirations. CPR was performed in route to ed and meds were given. Pt. Has a strong pulse on arrival to the ed.). Patient is a (B)(6) male presenting with: cardiac arrest this is a new problem. The current episode started less than 1 hour ago. The problem occurs constantly. On (B)(6) 2014-patient was admitted for being lethargic. Gradual decline in appetite and mental faculties over a 5 day period. It was reported that the patient¿s heart rate gradually slowed into low 30's with saw tooth (a. Flutter). Hr increased to 40 with bp 120 systolic with epi. The patient may need pacemaker with persistent slow ventricular rate. This may account for dizzy spells he experiences when turned in bed and resulted in full arrest several weeks ago. Patient underwent a CT of the head due to altered consciousness and status post cardiac arrest prior 2 weeks. Impression: the area of decreased attenuation in the posterior right parietal lobe is of questionable significance and may represent an acute or sub-acute infarct. If further evaluation is clinically indicated a MRI of the brain may yield more information. Bilateral mastoiditis and right-sided otitis media. Patient was reported as having dehydration with hypernatremia, chronic mastoiditis of both sides, left otitis media with effusion, chronic atrial flutter and right parietal lobe lesion. On (B)(6) 2007 the patient underwent heart catheterization. Impression: moderately severe left ventricular dysfunction with inferior wall motion abnormality; hemodynamically significant 1-vessel coronary artery disease involving a chronic total occlusion of the distal posterolateral approach branch of the right coronary artery, although there is moderate disease of the lad and left circumflex noted as well. On (B)(6) 2014 the patient was status post aflutter bradycardia and cardiac arrest and he also reported nausea since yesterday. The patient underwent arterial line placement due to hemodynamically unstable/recurrent abg draw. No complications were reported. 2 pressure ulcers found. The patient underwent CT of the head due to headache evaluation for evidence of bleed, status post cardiac arrest. Impression: stable chronic small vessel ischemic findings but no acute intracranial disease. Also the patient underwent x-rays of the abdomen due to ng/dubhoff eval gastric tube placement. Impression: enteric tube tip overties the stomach; however the sideport projects at the ge junction and another x-ray of the abdomen showed gastric tube at proximal position. The patient presented for x-rays of the chest due to respiratory failure evaluation for evidence of ¿pna¿. Impression: increasing left lung opacification. No pneumothorax. Another x-ray of the chest showed notable improvement in aeration to the left chest. Ultrasound study of the patient showed echogenic renal cortex bilaterally suggestive medical renal disease. No obstructive uropathy. On (B)(6) 2014 the patient has been consulted for acute kidney injury. The patient has had a troponin leak, elevated liver enzymes, and elevated ¿cr¿. There was decreased grip in upper extremity and no movement in lower extremity. The patient underwent x-rays of the chest due to respiratory failure pleural effusions. Impression: stable findings compatible with pulmonary edema and bilateral pleural effusions and stable support tubes. Cardiac consult was done due to bradycardia. Echo results showed that the left ventricle is mildly dilated and ejection fraction of 50-55%. On (B)(6) 2014 the patient has been consulted for pea arrest. The rhythm strip showed atrial flutter with ventricular rates less than 20 bpm. On examination, there were bilateral pitting lower extremity edema and quadriparetic. Hydrazaline was increased to 100 mg. Urinalysis was dirty. On (B)(6) 2014 the patient presented with atrial flutter, pea arrest, septic shock, respiratory failure and he was status post extubation. Patient was quadriplegic s/p c5-7 cord compression. Also the patient presented for cardiac consult. There were 3+ pitting edema of the lower extremity to the knee. The patient underwent x-rays of the chest due to shortness of breath, pneumonia. Impression: unchanged appearance relative to the exam of (B)(6) 2014 with persistent low lung volumes, bilateral pleural effusions, and bibasilar opacities which may represent atelectasis or pneumonia. The patient underwent x-ray of the abdomen due to ng tube placement and it showed moderate bilateral effusions. Moderate diffuse interstitial lung opacities likely due to pulmonary due to pulmonary edema. Several gas filled mildly distended loops of large and small bowel are seen in the upper abdomen. Ivc filter noted overlying the mid abdomen. On (B)(6) 2014 the patient has been consulted for acute kidney injury. Patient was quadriplegic s/p c5-7 cord compression. Urinalysis showed many rte¿s and oval fat bodies consistent with atn. +1 to +2 edema noted. On (B)(6) 2014 the patient underwent x-ray of the chest due to shortness of breath. Impression: moderate opacity left worsening since (B)(6) 2014 consistent with infiltrate and/or atelectasis, and probable layering pleural effusion; worsening pulmonary vascular congestion. The patient underwent x-rays of the abdomen due to ng/dubhoff placement of ngt and it showed enteric tube overties the stomach. On (B)(6) 2014 the patient presented with the history of respiratory failure and underwent x-ray of the chest. Impression: improved aeration left lung; slight increased right basilar atelectasis and/or small pleural effusion. On (B)(6) 2014 the patient underwent x-ray of the abdomen due to ng tube placement. Impression: intragastric enteric tube. On (B)(6) 2014 the patient has been consulted for acute kidney injury. Patient was quadriplegic s/p c5-7 cord compression. Urinalysis showed many rte¿s and oval fat bodies consistent with atn. +1 edema noted. On (B)(6) 2014 the patient has been consulted for acute kidney injury. Urinalysis showed many rte¿s and oval fat bodies consistent with atn. +1 edema noted. Also the patient has passed video swallow study. Bumex was decreased to 2 mg bid. On (B)(6) 2014 the patient presented with the chief complaint of altered mental status. On examination, there was quadriplegia. On (B)(6) 2014 the patient was admitted with the diagnosis of acute encephalopathy. The patient complained of altered mental status, which was probably related acute right parietal ischemic infarction, uti, otitis media and he was still lethargic. Patient was having atrial flutter with variable av block with bradycardia. Hr went as low as low as high 20s. The patient was currently somnolent. On examination, there was 2+ pitting pedal and lower leg edema on right, none on left. Patient¿s height and weight were noted as 1.88m and 160.8 kg respectively. The patient underwent x-ray of the abdomen due to abdominal distention. Impression: moderate gas distention of the gastric lumen. There is mild to moderate stool and gas distention of multiple bowel loops within the mid to lower abdomen. A few mildly gas distended loops of small loops of small bowel in the left mid abdomen measuring up to 3 cm in diameter. The findings may represent a mild ileus related to stool load. Inferior vena cava filter in place. Gastric tube was placed into the patient and x-rays of the abdomen showed gastric tube tip extends into the region in the mid to distal stomach. The patient presented with right leg swelling; likely stroke and underwent ultrasound ext vein dup. Impression: no definite deep venous thrombosis right leg. Right peroneal vein not visualized due to soft tissue swelling. Also the patient underwent EKG due to cva/stroke. Impression: normal sized left ventricle with hypokinetic basal to mid inferior wall but normal systolic function. Lvef estimated at 55%; structural assessment of cardiac valves difficult but no hemodynamically significant valvular regurgitation or stenosis noted; suboptimal agi tated saline study but no interatrial shunt noted; the rhythm appears to be atrial flutter 4/1. On (B)(6) 2014 the patient was reported as having left facial droop and quadriplegic. Per chart, the patient became more lethargic and bradycardia down into the 30¿s overnight. On (B)(6) 2014 the patient was reported as having left facial droop and quadriplegic. Patient weight was noted as (B)(6). The patient had two episodes of worsening bradycardia into the 30¿s overnight which quickly rebounded. On (B)(6) 2014 patient remained critically ill in medical ICU with baseline hr in the 40¿s and morbidly obese ((B)(6)). Bilateral edema was noted. Aspirin was increased to 325 mg daily. He was completely paralyzed in bilateral le at baseline and unable to grip bilateral at baseline. The patient underwent CT of the head. Impression: age-related parenchymal volume loss and chronic small vessel ischemic changes; probable late subacute/early chronic cortical infarct right temporoparietal junction; no evidence of hemorrhage, mass lesion or acute infarction. The patient presented with the history of respiratory failure and underwent x-ray of the chest. Impression: diffuse heterogeneous bilateral infiltrates or edema appearing since last exam, probably with associated small pleural effusions; new right subclavian venous catheter extending to the svc. The patient underwent x-ray of the abdomen due to dobbhoff placement and it showed dobbhoff catheter in mid stomach. On (B)(6) 2014 the patient underwent central line procedure and arterial cannulation. No patient complications were noted. The patient underwent x-ray of the chest due to respiratory failure. Impression: slight rotation of the patient. Persistent bilateral diffuse hazy heterogeneous pulmonary opacities left greater than the concerning for pulmonary edema. Associated cardiomegaly with pulmonary vascular congestion; retrocardiac and bibasilar opacities suggesting atelectasis and/or consolidation with small bilateral pleural effusion; feeding tube and right subclavian central venous line in place. Also the patient underwent ultrasound carotid duplex study due to sub acute cva. Impression: no definite evidence of flow-limiting stenosis. On (B)(6) 2014 the patient has had transient bradycardic events to the 30¿s and 40¿s on review of telemetry. Patient¿s weight was noted as (B)(6). The patient was reported as having respiratory failure, autonomic stability, hyperna+, chf, ckd, hypertension and agitation. The patient underwent x-ray of the chest due to respiratory failure. Impression: left mid and lower lung infiltrates appear improved. Superior right lung opacities and apparent right pleural effusion appear increased; stable support apparatus. X-ray of the abdomen showed generalized small and large bowel distention without frank dilation or specific evidence for obstruction. Suspect ileus. Degenerative changes of the hip and spine. Another x-ray of the chest showed the following impressions: cardiomegaly with vascular congestion and heterogeneous opacities in the lower lungs likely due to combination of pleural effusions with atelectasis and/or edema with suggestion of some interval worsening since the previous study; opacity previously noted in the upper right chest no longer demonstrated. On (B)(6) 2014 the patient had increased brady events and underwent arterial cannulation. No patient complications were noted. The patient presented with the history of overnight desaturation and underwent x-ray of the chest. Impression: stable exam with vascular congestion, mid and lower lung pulmonary opacities and probable small bilateral pleural effusions; stable support apparatus. On (B)(6) 2014 the patient continued to have transient episodes of bradycardia c/w increased vagal tone. The patient was quadriplegic with acute on chronic multi organ failure. X-ray of the chest showed bilateral pulmonary opacities and pleural effusions. On (B)(6) 2014 the patient underwent x-ray of the chest which was stable. Patient¿s weight was noted as (B)(6). On (B)(6) 2014 the patient underwent x-ray of the chest. Impression: no significant interval change allowing for some slight redistribution of opacities. The patient was lethargic but stable. On (B)(6) 2014 the patient underwent eeg study due to seizures. Impression: abnormal eeg due to slowing of the background activity. This is consistent with non specific cereberal dysfunction. No epileptiform activity noted. Patient¿s weight was noted as (B)(6). On (B)(6) 2014 the patient was reported as having questionable movement of both right and left hands, right greater than left. He continued to have myoclonic jerking throughout upper and lower extremities. Atrial flutter with relatively slow ventricular response. Also there was spontaneous twitching in left hand, bilateral prevelon boots. The patient underwent MRI of the brain due to quadriparesis, encephalopathy. Impression: subacute right occipital convexity infarct with evidence of cortical laminar necrosis/petechial hemorrhage without significant mass effect; symmetric t1, t2 and flair hyperintense lesions within the bilateral medial basal ganglia predominantly the globus pallidus new relative to prior MRI and correspond to subtle hypodensity demonstrated on prior CT. Moderate cerebral atrophy and mild leukoaraiosis similar to prior. The patient with the history of intubation underwent x-ray of the chest. Impression: stable chest radiograph with findings reflective of moderate cardiopulmonary decompensation. On (B)(6) 2014 per critical care team, the patient has anoxic brain injury and presented for peg evaluation. Patient¿s weight was noted as (B)(6). X-rays of the chest showed mild pulmonary edema, bibasilar airspace opacity and bilateral pleural fluid collections. On (B)(6) 2014 on examination there was bilateral lower extremity 2+ edema. Patient¿s weight was noted as (B)(6). Bradycardia was as low as 30s. On (B)(6) 2014 the patient presented for esophagogastroduodenoscopy due to peg tube placement for feeding. Impression: normal esophagus. On (B)(6) 2014 the patient had bloody drainage around the peg and it was increased this am. Patient¿s weight was noted as (B)(6). On examination there was bilateral lower extremity 2+ edema. On (B)(6) 2014 on examination there was some edema of lower extremities noted. Patient¿s weight was noted as (B)(6). Patient¿s breath sounds were more course and rhonchorus. The patient underwent x-ray of the chest due to shortness of breath. Impression: small bilateral pleural effusions and underlying opacities likely representing atelectasis. On (B)(6) 2014 per night team the patient had bradycardia down to 20¿s overnight. Patient¿s weight was noted as (B)(6). On examination there was +2 edema of le¿s noted extending up to the thigh. On (B)(6) 2014 patient¿s weight was noted as (B)(6). On examination there was +2 edema of le¿s noted extending up to the thigh. He had mild bleeding from the peg. The patient underwent x-ray of the chest due to congestion. Impression: mild increase in interstitial and right greater than left bilateral hazy pulmonary opacities. On (B)(6) 2014 the patient was reported as having some thrush on his tongue. Patient¿s weight was noted as (B)(6). The patient had episode of bradycardia overnight with unresponsiveness (B)(6). On (B)(6) 2014 the patient underwent subcutaneous implantation of a permanent single chamber pacemaker pulse generator and transvenous I mplantation of a right ventricular pacing lead under fluoroscopy due to permanent pacing in acquired atrioventricular block in adults and persistent bradycardia with chronic hr less than or equal to 40 bpm. No immediate complications were noted. The patient underwent CT of the chest due to pacemaker placement with concern for arterial damage; evaluate hematoma in the left pectoral region. Impression: no sizable hematoma within the left pectoral region. Status post left subclavian pacemaker placement; right lower lobe pulmonary opacity which may reflect ate atelectasis and/or pneumonia; right greater than left pleural effusions. On (B)(6) 2015 the patient underwent x-ray of the chest due to pacemaker placement. Impression: interval placement of pacemaker with single lead tip extending to the region of the right ventricle; cardiomegaly with pulmonary vascular congestion. Hazy heterogeneity throughout both lung fields suggesting pulmonary edema. Retrocardiac and bilateral lower lung zone opacities suggesting atelectasis and/or consolidation. Probable bilateral pleural effusions. On (B)(6) 2015 the patient has bilateral le edema, possible fluid overload causing difficulty weaning. Now in ted hose improving le edema. On exam, there was scrotal edema. Patient¿s weight was noted as (B)(6). On (B)(6) 2015 the patient was discharged home.

Manufacturer narrative:
(B)(4)

Event description:
It was notified that on (B)(6) 2015: the patient presented with complaint acute and chronic respiratory failure. Patient underwent CT of head without contrast and compared with the CT on (B)(6) 2015. (B)(6) 2015: patient presented for follow-up. Assessment: sputum a little malodorous. Diagnosis: acute and chronic and respiratory failure; uti; pressure ulcer; atrial flutter; quadripiegia; hypertension; coronary heart disease. Patient underwent x-ray of chest single view. (B)(6) 2015: patient presented for follow-up. Patient states he does have increasing sputum. (B)(6) 2015: patient was seen and examined. Assessment: acute and chronic and respiratory failure- resolved; pseudomonas, ; uti; pressure ulcer; atrial flutter; quadripiegia; hypertension; coronary heart disease. (B)(6) 2015: patient underwent x-ray of chest that revealed cardiomegaly, some venous congestion. (B)(6) 2015; (B)(6) 2015, (B)(6) 2015; (B)(6) 2015; (B)(6) 2015;(B)(6) 2015;(B)(6) 2015; (B)(6) 2015; (B)(6) 2015; (B)(6) 2015; (B)(6) 2015: assessment: dm type 2; acute and chronic and respiratory failure; uti; pressure ulcer; atrial flutter; quadripiegia; hypertension; coronary heart disease. Patient underwent bronchoscopy. (B)(6) 2015: the patient presented with pre-op diagnosis of stage IV sacral decubitus. Patient underwent sacral bone biopsy for culture due to sacral decubitus, sacral bone is exposed in the wound. (B)(6) 2015: patient underwent x-ray of chest single view. (B)(6) 2015: patient underwent x-ray of chest single view. (B)(6) 2015: patient underwent x-ray of chest and compared with (B)(6) 2015. (B)(6) 2015: patient discharged to home. On (B)(6) 2015 the patient got admitted to the hospital due to the following reasons: 1.acute-on-chronic respiratory failure with respiratory infection secondary to pseudomonas. 2.infected sacral pressure ulcer, stage IV. 3.hypertension. 4.diabetes mellitus. 5.coronary artery disease. 6.quadriplegia secondary to spinal cord injury c5-c7 level. 7.ventilator dependence. On (B)(6) 2015 the patient presented with chief complaints of respiratory management, hyperkalemia and crd stage 3. On (B)(6) 2015 per billing records, the patient underwent x-rays of chest. On (B)(6) 2015 the patient presented with chief complaints on vent and IV antibiotic therapy. On (B)(6) 2015 the patient presented with complaints of stenotrophomonas bronchitis. On (B)(6) 2015 the patient presented with complaints of respiratory management. On (B)(6) 2015 the patient presented with complaints of respiratory management and general fatigue. On (B)(6) 2015 the patient presented with complaints of respiratory management, general fatigue and dry eyes. On (B)(6) 2015 the patient underwent x-rays of chest due to PICC line placement. The patient presented with complaints of anemia, monitoring for hyperkalemia and azotemia. On (B)(6) 2015 the patient presented with chief complaints of low grade temp, enterococcus infected wound needing abx therapy. On (B)(6) 2015 the patient presented for follow-up of anemia, hypomagnesemia, and possible hyperkalemia. On (B)(6) 2015 the patient underwent x-rays of chest, single view due to evaluation for pneumonia. Conclusions: 1. Mild cardiomegaly unchanged with mild pulmonary vascular congestion improved; 2. Small left pleural effusion unchanged; 3. Patchy atelectasis or pneumonia at the lower lungs improved with only mild residual now seen. The patient complained of low grade fever. On (B)(6) 2015, (B)(6) 2015 the patient complained of persistent fever, mild fluid overload, respiratory management, unable to tolerate tct, thick mucous secretion and also complained of diarrhea. On (B)(6) 2015 the patient complained of wound care management and anemia. On (B)(6) 2015, (B)(6) 2015 the patient underwent bronchoscopy due to acute respiratory failure. The patient presented with complaints of unable to wean off vent, increase secretion, anemia, and elevated renal function. On (B)(6) 2015 the patient presented with chief complaints of status post bronchoscope, MDR stenotrophomonas pna needs abx therapy and follow up of anemia. On (B)(6) 2015 the patient underwent x-rays of chest due to edema and respiratory failure. The patient presented with complaints of IV antibiotic therapy and pending bronchwash culture. On (B)(6) 2015 the patient presented with chief complaints of holding vent weaning, hypertension, positive bronchwash mdo ps. On (B)(6) 2015 the patient presented with complaints of multidrug-resistant pseudomonas pneumonia. On (B)(6) 2015 the patient underwent x-rays of chest due to congestion. The patient presented with complaints of anemia, hypernatremia, and unable to wean from vent. On (B)(6) 2015 the patient presented with chief complaints of hypoxia requiring bronchoscope. On (B)(6) 2015 the patient underwent x-rays of chest, single view. The patient presented with chief complaints of hypertension and respiratory management. On (B)(6) 2015 the patient presented with chief complaints of persistent hypertension, positive bronchwash culture preliminary gnr, bradycardia. On (B)(6) 2015 the patient presented for follow-up of hypertension, mdro ps bronchwash final cx, edema ble and anemia. On (B)(6) 2015 the patient underwent x-rays of chest, single view. The patient underwent x-rays of chest, single view. The patient presented for follow-up of hypertension, edema ble and anemia. On (B)(6) 2015 the patient presented with chief complaints of pneumonia. The patient underwent x-rays of chest. On (B)(6) 2015 the patient underwent x-rays of chest, single view. The patient presented with complaints of edema ble, and worsening anemia. On (B)(6) 2015 the patient underwent x-rays of chest single view due to PICC line placement. On (B)(6) 2015 the patient presented for medical management. On (B)(6) 2015 the patient presented with chief complaints of anemia worse, and respiratory management. On (B)(6) 2015 the patient complained of anemia continuing to worsen. On (B)(6) 2015 the patient presented with a chief complaint on vent. On (B)(6) 2015 the patient presented with chief complaints of anemia, hyperkalemia and azotemia. On (B)(6) 2015 the patient presented for medical management and vent weaning. On (B)(6) 2015 the patient underwent x-rays of chest due to infiltrates. On (B)(6) 2015 the patient presented with chief complaints of vent weaning and follow-up of hyperkalemia and ida. On (B)(6) 2015, (B)(6) 2015, (B)(6) 2015 the patient presented for medical management. On (B)(6) 2015, (B)(6) 2015 the patient presented for follow-up of hypertension, ongoing wound care and follow-up of anemia. On (B)(6) 2015 the patient presented with chief complaints of monitoring low grade temp. On (B)(6) 2015, (B)(6) 2015, (B)(6) 2015 the patient presented with chief complaints of progressing on tct&#62688;and chest congestion. On (B)(6) 2015 the patient underwent x-rays of chest. On (B)(6) 2015 the patient presented with chief complaints of hyperkalemia, anemia, azotemia. On (B)(6) 2015 the patient presented for follow-up of hyperkalemia, elevated renal function, ongoing respiratory management.

Event description:
(B)(6) 2015 the patient got admitted due with following diagnosis: encephalopathy the patient complained of unresponsiveness, ¿ams¿, acute kidney injury. Musculoskeletal examination showed no spontaneous movement noted in the lower extremities. Patient did move upper extremities in jerking fashion. There was wasting of hand muscles. Neurological examination showed increased tone throughout, no spontaneous movement in ¿ble¿. Patient would not open his eyes spontaneously or to command. The patient underwent CT scan of head without contrast. Impression: 1. No acute infarction. 2. Subacute infarction in right mca/pca watershed territory in the right lateral occipital lobe. 3. Chronic ischemic changes at the globus pallidus, bilaterally. 4. Moderate atrophy and ventriculomegaly, stable. The patient also underwent x-ray of chest, single view. Impression: 1. No evidence for pneumonia. No evidence for ¿chf¿. 2. Stable, borderline enlargement of the cardiac silhouette. 3. Tracheostomy. Pacer. The patient also underwent echocardiography (12 lead) (B)(6) 2015 the patient was discharged in a stable and fair condition with the following diagnoses: encephalopathy; acute on chronic renal failure; acute hypernatremia; hypotension; quadriplegia; decubitus ulcer of sacral region, stage 4; atrial fibrillation and flutter; respiratory failure: home ventilation; aki (acute kidney injury); acute encephalopathy; cardiac arrhythmia; chronic respiratory failure; hyperkalemia; sacral pressure ulcer-followed by wound clinic; diabetes mellitus; tracheostomy in place. There were no resolved problems. Following medications were stopped: lasix, apresoline, lisinopril, seroquel, zanaflex, metamucil (B)(6) 2015: the patient underwent CT scan of cervical spine without contrast due tervical spine injury, c5 quadriplegic, neck pain. Impression: 1. Postoperative changes and degenerative changes in the cervical spine. 2. Bilateral mastoiditis. 3. Tracheostomy tube

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. (B)(6) 2009 chest x-ray shows significant cardiomegaly and apparent underinflated lung fields. Bases are obscured as is the lower right heart border. Lung markings are accentuated again possibly due to underinflation. Lateral view appears more normal without clear infiltrates. (B)(6) 2009 cervical MRI sagittal t2 vies show disc herniations with stenosis and apparent cord compression at c4/5, c5/6 and c6/7. Cord edema is seen just below the c5/6 disc. Stir shows no bony edema. Axial t2 views verify central disc herniation and stenosis with cord compression at the same levels. (B)(6) 2009 lumbar MRI shows disc desiccation at l4 and l5 with central hnp at l4. High grade spinal stenosis at l4 due to disc herniation, facet arthropathy and flavum thickening. Moderate stenosis is noted at l3 and l5. Central disc bulge noted at l5. (B)(6) 2010 cervical myelogram/ CT axial views show degenerative changes and severe stenosis at c4, c5 and c6. Cord is compressed significantly. (B)(6) 2010 lumbar myelogram CT calcification is seen in the posterior annulus at l5 without significant stenosis. Very severe stenosis is noted at l4, l3 and both central and foraminal which is multifactorial. Sagittal reconstructions show collapse of the thecal sac with minimal dye fill from the mid l5 body to the mid l3 body. Minimal stenosis is also noted at l2/3. Grade one spondylolisthesis is also noted at l4/5 (B)(6) 2010 lumbar myelogram x-rays show apple core dye column narrowing as seen on CT form mid l3 to mid l5. (B)(6) 2010 cervical x-rays lateral view postoperative shows plate, screws and peek spacers spanning c4 through c7. (B)(6) 2010 cervical MRI postop study shows removal of the posterior spurring and stenosis at the c4 to c7 levels although axial views still show a small canal. Study quality impairs accurate assessment of canal diameter. (B)(6) 2010 cervical CT myelogram preoperative study showing ossification in the region of the posterior longitudinal ligament contributing to central stenosis of the canal from c4/5 through c6/7. This along with thickening of the flavum creates severe cord compression at c5/6 and c6/7. Overall alignment is normal. Sagittal reconstructions also show cord compression between c4 and c7. (B)(6) 2010 lumbar CT myelogram grade one spondylolisthesis is noted at l5/s1 with mild stenosis at this level. Stenosis becomes extreme at l4/5 centrally and remains moderate to severe at l3/4 and l2/3. Facet hypertrophy is pronounced at these levels. (B)(6) 2010 cervical MRI shows sign of previous three level acdf at c4/5, c5/6 and c6/7. Decompression is good and sagittal alignment has been restored. (B)(6) 2010 pa chest x-ray fluffy infiltrates appear to blanket both lung bases, making the diaphragmatic shadows obscure. Heart does not appear enlarged. (B)(6) 2010 cervical films show acdf c4 through c7. Mild subsidence has occurred above and below each cornerstone spacer. Plate and screws remain well affixed. Et tube remains in place suggesting inter operative film or ICU complications. Ap views show staples, plate/screws and et tube with temp probe still in place. (B)(6) 2010 chest x-ray shows further consolidation of the patchy infiltrates now involving nearly the entire left hemi-thorax and the lower half of the right. (B)(6) 2010 show continued but gradual improvement of lung fields, although the (B)(6) film does show a dense infiltrate in the left lung base. By 3/9 the fields are beginning to clear again. Kub done at the same time verifies dilated loops of bowel consistent with ileus. (B)(6) 2010 lung fields are still patchy with cardiac enlargement noted for the first time. (B)(6) 2010 long series of chest x-rays performed suggesting long term admission for pneumonia/cardiac failure. (B)(6) 2010 lung fields are improved, but lung markings still show hilar thickening. Heart shadow is smaller but still borderline enlarged. (B)(6) 2010 cervical x-rays superior dental plate is in place, cervical plate and screws are still in position. Tubes have been removed. (B)(6) 2010 chest x-rays cardiac shadow is again enlarged and fields are underinflated. (B)(6) 2010 lungs appear to show heavy basilar infiltrates with cardiac enlargement and obscuration of both diaphragmatic shadows. (B)(6) 2010 lungs appear better and diaphragmatic bases can now be seen. Cardiac shadow remains borderline enlarged (B)(6) 2010 pelvic CT extremely large midline suprapubic homogenous mass, likely bladder. (B)(6) 2010 cervical x-ray ap and lateral cervical x-rays show no change in screws or plate. Spacers remain well positioned. Fusion status cannot be determined. C6/7 level is obscured by shoulders. (B)(6) 2010 pelvic CT suprapubic mass continues although smaller. The mass extends ventrally beyond the pubic symphysis. Dilated loops of fecal filled bowel with gas noted. (B)(6) 2010 cervical MRI shows no interval change since surgery to fixation. Cord myelomalacia is noted behind c7. Right sided cord compression remains at c6/7. (B)(6) 2010 lateral c-spine xrays lateral views do show progressive degenerative changes above the cervical plate at c3/4 and c4/5. Considerable mandibular bone loss is noted as well. (B)(6) 2012 chest x-ray shows good inflation, possible right hilar infiltrate and lower lobe infiltrate.